Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message from his adc freestyle libre sensor scan after 1 day of wear. Customer further reported experienced blurred vision and was unable to treat himself. Customer had contact with a healthcare professional on (B)(6) 2019 who adjusted his normal insulin regimen from 30 units to 40 units, and injected him with insulin (dose/type unknown). Hcp also gave the customer vascepa (omega-3 fatty acid). No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Performed visual inspection on the sensor tail. A watermark was not present. Sensor was reprogrammed and a sim-vivo test was performed. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a "replace sensor" message from his adc freestyle libre sensor scan after 1 day of wear. Customer further reported experienced blurred vision and was unable to treat himself. Customer had contact with a healthcare professional on (B)(6) 2019 who adjusted his normal insulin regimen from 30 units to 40 units, and injected him with insulin (dose/type unknown). Hcp also gave the customer vascepa (omega-3 fatty acid). No further treatment was reported. There was no report of death or permanent impairment associated with this event.